Manufacturer narrative:
The reagent lot number is 77493000 with an expiration date of 30-jun-2025. The investigation reviewed the calibration data. The results were within specifications. The investigation reviewed the qc data. The results were within specifications before the patient sample measurement. The field service engineer (fse) inspected the module and decontaminated the fluid path. He also cleaned and adjusted the sample probe. After service, no further issues were reported by the customer. A general reagent problem was not present because the qc before the event was within specifications. The investigation determined the event was due to contamination in the flow path and the misadjusted sample probe.

Event description:
The initial reporter received a questionable elecsys troponin t hs and hcg+beta elecsys result one patient sample tested on the cobas 6000 e601 module. The initial result of the undiluted patient sample was 0.755 miu/ml. The first repeat result of the undiluted patient sample was 10000 miu/ml with a data flag. The second repeat result with the patient sample at 1:100 dilution was 10206 miu/ml. This result was considered compatible with the clinical history of the patient and was reported.